Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens -11.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).